Event description:
It was reported that during a da vinci hysterectomy procedure, the cable on the fenestrated bipolar forceps instrument broke. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the following additional damages to the instrument: the grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. There were indentations at the edge of the instrument's distal pulley with visible scratches on the surface of the pulley. It was concluded that the damages found to the distal pulley were likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The damages to the instrument found during failure analysis investigation do not constitute a reportable event; however, damages to the cables or the tube abrasions with material removed, could likely cause or contribute to an adverse event, if the malfunctions were to recur.